Event description:
Consumer called to report getting high readings on plink meter. Analysis run on clark error grid using mean average readings (259) vs. Bd readings of (518,127,131) yieled data points in the d zone of the grid, outside of acceptable limits.